Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged winded which continues to worse that the patient cannot get out of bed. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection of device. The manufacturer found black/gray substance, consistent with sound abatement foam degradation on the underside of the blower box top, dust-like contamination on the air outlet port, on the outside and in the inside of the air inlet hole, unknown sticky substance on end side panel. Pca (printed circuit assembly) and ui display had dust-like contamination all over the top of it, especially around the ui rotary switch and on top of u1. Dust-like contamination was found on the top of the blower box lid and surrounding area, white dust-like contamination on the blower motor seal and on the top of the blower motor and inside of the bottom enclosure. The blower box had tiny fibers or hairs in it, yellowed and white dust-like contamination on air inlet seal. The manufacturer also found that the sound abatement foam at the bottom of the enclosure visibly degraded, especially on the edge of the foam and the top of the foam covered with dust-like contamination, single hair or fiber on top of the sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 18 instances of error e-53. The manufacturer confirmed the evidence of sound abatement foam degradation. The manufacturer also confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam.